Event description:
Two patient samples with discrepant troponin t results. Patient 1, initial results 0.114 ng/ml, repeated three times, gave results of <0.01 ng/ml each time. Patient 2, initial result 0.08 ng/ml, repeated twice gave results of <0.01 ng/ml each time. Initial results were reported, pts not adversely affected. The investigational unit was unable to determine a specific cause for the discrepancies.